Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded episodes where the pacing rate was higher than expected. Furthermore, there was a ventricular event in which anti-tachycardia pacing (atp) was not effective and electric shock converted. They suspected that a device feature might have played a role in causing the arrhythmia that went into the ventricular fibrillation zone. The mentioned feature was turned off and the ICD has been explanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.